Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they met with the patient in (B)(6) for reprogramming due to the return of pain. The patient had some type of fall and there were impedances issues on contacts 8-15. The patient was reprogrammed and appeared to be doing better until recently when the pain returned. The indication for use was spinal pain. Additional information received from the manufacturer representative reported that the impedances were high and it was unknown what the cause of the issue was. The patient was scheduled for a surgical consult on (B)(6) 2019 and the resolution was pending.